Event description:
It was reported that this pacemaker had a lead safety switch (lss) for low out of range pacing impedance on the right ventricular (rv) channel. It was noted that the health care professional (hcp) had run thresholds for both bipolar and unipolar configuration. It was noted that there was noise when the lead was programmed to bipolar. When configured to unipolar, the patient felt pocket stimulation, and noise presented from myopotentials. Technical services (ts) recommended resolutions. The hcp decided to keep the unipolar configuration for the lead. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker had a lead safety switch (lss) for low out of range pacing impedance on the right ventricular (rv) channel. It was noted that the health care professional (hcp) had run thresholds for both bipolar and unipolar configuration. It was noted that there was noise when the lead was programmed to bipolar. When configured to unipolar, the patient felt pocket stimulation, and noise presented from myopotentials. Technical services (ts) recommended resolutions. The hcp decided to keep the unipolar configuration for the lead. The device remains in use. No adverse patient effects were reported. Additional information received from the patient that the device had difficulties being interrogated due to the low out of range impedance values. The device was able to be interrogated. No adverse patient effects were reported.